Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a cervical cutting procedure performed in (B)(6) hospital on (B)(6) 2016. According to the complainant, "recurrence" was noted on (B)(6) 2017 at the original implantation hospital. She was referred to the complainant's hospital. When first seen at that hospital on (B)(6) 2017, pelvic pain was observed during examination. Additionally, during a rectal examination, it showed mesh exposure for about 4-5 cm touching on the rectal mucosa. Subsequently, on (B)(6) 2017, the patient undergone mesh removal and suture repair at this hospital with the cooperation of digestive and gynecology surgery team. Additionally, rectal fistula resulted from mesh removal was observed and was repaired on that same procedure. Reportedly, on (B)(6) 2017, patient's postoperative progress has been good until now.